Event description:
During a laparoscopic cholecystectomy procedure, the device would not fire. No further info is available. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with a clip jammed in the shrouds. The instrument was cycled and would not feed the clips due to the returned condition. No further testing could be performed.